Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated device. Upon follow-up on (B)(6) 2016, computed tomography revealed the patient developed a right iliac aneurysm that created a type 1b leak in the distal aorta. On (B)(6) 2016, the physician placed a limb extension into the right external iliac and a competitor sent into the right hypogastric. Patient is in stable condition.